Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp unit and found a helium leak. The cart insert had an o-ring that was broken off and was causing the helium leak. To fix the issue, the fse replaced the o-ring and the leak stopped. Super lube synthetic grease was also applied to the o-ring. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during an in-service for new pumps, a getinge service representative demonstrated the removal of the cardiosave intra-aortic balloon pump (iabp) rescue from the hybrid. Upon reinsertion of the rescue into the hybrid cart, it was noticed a loud hissing noise. The getinge service representative attempted to remove and reinsert the rescue iabp into the hybrid cart and there was no change. It was also noticed that the helium level was decreasing rapidly while hybrid unit was being assembled. It was suspected that possibly there was a leaking by the analog pressure gauge on the front of the cart. There was no patient involvement, and there was no adverse event reported.